Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4 on a patient with a prolapsed posterior leaflet and vessel tortuosity. A steerable guide catheter (sgc) was prepared for use. After transseptal puncture and femoral vein dilatation, the sgc was inserted. However, difficulties advancing the sgc occurred; resistance was encountered at the hip level. Fluoroscopy was performed, and guide wire loop was observed. After applying some contrast, vascular perforation was observed. The sgc was removed from the patient. Manual compression was immediately applied, and the procedure was discontinued. Vascular surgeons were consulted. However, surgical intervention was not performed. The patient left the cath lab stable. It was noted that 24 hours after the procedure the patient was reported to be evolving well.